Event description:
The physician was attempting to deploy a 3.0mm diameter x 30mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in the rca that was reported to exhibited severe calcification. It was reported that the lesion was pre-dilated; however the physician could not pass the balloon to the target lesion and the stent was noted to be 'crushed'. No patient injury occurred and no clinical sequelae were reported. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation and failure to deliver device). Patient condition affected effectiveness of the device (patient lesion morphology; severe calcification). Conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; severe calcification). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Evaluation summary: the delivery system was returned to medtronic for evaluation. The stent was positioned on the balloon between the inner shaft markers with no evidence of damage to the stent segments. The distal tip was flared.